Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation, but was returned to an olympus repair center in thailand. The evaluation using a microscope by the repair center didn¿t find sharp edge on the distal end, although some physical damages of other parts such as a coating on the insertion section were confirmed. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on investigation results, omsc surmised that bleeding accidentally occurred due to stress while inserting the device to the patient, though there was no sharp edge that may result in patient injury.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the doctor performed colonoscopies for two patients using this endoscope. In each procedure, the doctor observed a trauma with bleeding on the large intestine wall which might have been caused by the distal end of the device. The procedures have been completed with the same device. Two reports for the two patients are bein submitted. This is the first one of the two reports.